Event description:
Per the clinic, the patient experienced poor performance and tinnitus with device use. An imaging (date and type not reported) revealed migration of the implant body. The patient underwent revision surgery on (B)(6) 2013 to reposition the internal device. It was also reported that the patient underwent a second revision surgery on (B)(6) 2013, to exchange the internal magnet and to thin the skin flap due to thickened skin around the implant side. The patient was reimplanted with a new magnet during the same surgery.

Manufacturer narrative:
(B)(4). Implanted device remains.